Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced catheterization for approximately seven weeks. Pt reported being catheterized first with a suprapubic catheter that did not heal well and was painful, and then with a foley catheter because they were unable to void on their own. After removal of the catheters, pt returned to their physician at times for catheterization until they were able to void on their own. Pt has since experienced voiding irregularities. The patient reported they have experienced numbness in their left hip and leg, urgency, and dyspareunia. The device remains in the patient. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.